Event description:
Covidien received information stating during service, it was discovered that device had "black dust", and extensive thermal damage with internal assembly / components. At this time patient involvement is unknown.